Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options and recommended x-ray to evaluate system integrity. This device was subsequently reprogrammed to the secondary vector to mitigate further inappropriate shocks. This system remains in service. No adverse patient effects were reported.